Event description:
The pt was admitted to the hospital for removal of bilateral breast implants, bilateral capsulectomies and biopsy of nodule in the upper aspects of the left breast on the deep aspect. At the time of surgery, it was noted that the capsules were coated with calcifications. There was obvious extravasation of silicone gel into the tissues, especially into the muscle of the left pectoralis major muscle near the anteterior axillary fold on the left side. There was a significant inflammatory process with oozing apparent. These breast implants had been placed in 1982. The MFR is unknown. The pt authorized the hospital to dispose of her surgically removed breast implants.